Event description:
Initial report received reported the "pump had rotated and catheter revision was necessary". Infectious material was found to be present at surgery and device system was removed". Follow up with hcp revealed pt had experienced increased spasticity, fever and a uti. The pump was explanted and the uti was treated with kefzol. Three hours post explant increased spasticity occurred. Valium and oral bacolofen were given. Temperature increase to 40.3 c. IV dantrium started and pt improved. It is unclear if condition was malignant hyperthermia or bacolofen withdrawal. Creatinine kinase elevated to 5445. Pt improved to preimplant within one week. Spasticity is still a major issue for pt.